Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis on (B)(6) 2014 with a high blood glucose level of 900 mg/dl. The customer stated that they called to simply report the hospitalization event. The customer stated that they have not been on pump therapy for six months because the pump gave her a no delivery alarm that caused her to be admitted to the hospital. The customer declined trouble shooting the insulin pump stating that they do not wish to return to pump therapy. No further information was provided.